Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer experienced a low blood glucose (bg) level of 48 mg/dl. Reportedly, the customer reported that the carbohydrate ratio had been set too high. Juice and crackers were consumed to treat the low bg. Tandem technical support assisted the customer with successfully adjusting to the desired setting.